Event description:
It has been reported that during the procedure, a ptca guide catheter tore off directly during the first attempt to get the device in place. The guide catheter had to be surgically removed. The pt is doing well and the product will be returned for analysis.